Manufacturer narrative:
(B)(4). Methods: (films. Results: inherent risk of procedure (surgical conversion to open repair, endoleak, dissection), (cause of event unknown). Conclusions: (cause of event unknown).

Manufacturer narrative:
(B)(4) - results: (inaccurate placement).

Event description:
Additional information was received for this case. It was reported that five months ago, the patient presented at another hospital with chest pain and another manufacturer's stent graft was implanted. A recent routine post-operative CT revealed antegrade, retrograde dissections and collapse of another manufacturer's stent graft as well as endoleaks present. The physician performed an open surgical repair and the stent grafts were discarded by the user facility. No additional clinical sequelae were reported and the patient is stable. The review of returned films post-implant show that several stent grafts were implanted into the thoracic aorta. The other manufacturer's stent graft implant could not be clearly identified or evaluated. The stent grafts extend from just below the lsa, and distally to just proximal to the celiac artery. There is a retrograde dissection that extends from proximal to the taa, retrograde into the ascending thoracic aorta. There is also an endoleak (possible type iii) seen near the proximal portion of the stent graft; in combination with the dissection. The cause of the dissection and endoleak could not be determined from the images provided.

Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a 6.7 cm thoracic aortic aneurysm. The proximal neck diameters were 37-38-39-39-39-40 for 9cm. The distal neck diameter was 35-34-31-31-32 for a length of about 3.5cm. Pt had adequate iliac access diameters of >9mm bilaterally. The iliacs were not tortuous. The aorta was not tortuous proximally. The pt arrived at the hospital experiencing chest pain; a CT scan revealed a 6.7 cm isolated taa in the descending thoracic aorta (9cm from lsca). A double-curve 260cm archer wire was easily advanced into the ascending aorta. A percutaneous 5fr sheath was placed on the left with the pigtail proximal to first landing target. A talent device was advanced easily over the wire and the proximal target was marked on the screen. The physician was rapidly deploying out the first 2 stent rings when the device started opening east to west. The entire first 2 stent rings were deployed misaligned. The physician decided to open a 3rd and then a 4th stent ring to try to get the device to conform to the aorta without success. The md then released the quick disconnect and trapped the tapered tip between the distal stent and graft cover and manually pulled the entire device down to straighten out the top. It was necessary to bring the device down 3-4cm before it became perpendicular to the thoracic aorta. The top of the device was now situated just proximal (less than 1cm) to the aneurysm sac. The physician then decided to place another proximal main device. This device was easily advanced to the proximal landing target and this time the device was opened using the trigger on the blue slider. The device was deployed with ease and landed perfectly. A distal main device was then deployed without incident (again using the trigger deployment). Final angiograph showed the complete exclusion of the aneurysm with good seal both proximally and distally. No additional clinical sequelae were reported, and the pt is fine.